Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when far field r-wave oversensing on the atrial lead was observed. The device was reprogrammed and patient will be monitored.